Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. During a device replacement procedure, fluoroscopic imaging revealed a lead fracture. Subsequently, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the lead fractures were in the portion of the lead that was in the pocket. The suspected causes of the fractures were poor implanter technique and twiddler's syndrome. This right atrial (ra) lead remains surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this ra lead broke through the skin following a mammogram with breast manipulation. The lead was part of a system explant for infection. The lead was explanted. No additional adverse patient effects were reported.